Event description:
It was reported that the patient had received an inappropriate therapy due to a potential right ventricular (rv) lead fracture. The lead also exhibited oversensing noise and high pacing impedance. The patient's implantable cardioverter defibrillator (ICD) was programmed off and the decision was made to not replace the lead(s) at this time. The ICD was explanted and both the rv and ra leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.